Event description:
While attempting to start intravenous line (IV) when inserting prior to entering vein the IV self-retracted without hitting the safety button on side of IV. Rn reports this is the 3rd time this has happened to her in the last couple days.